Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation selection. Investigation site: cq zuchwil . Selected flow: damaged. Visual inspection: the returned screw show that the threads (approx. 10mm from the tip section) are flattened and the anodized layer disappeared. Furthermore, the stardrive recess show signs of use. Summary: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Considering the visible damages (flattened threads) and based on the provided information, we assume that possibly the inserted position moved, or an angulation problem occurred while inserting the screw. Consequently, an excessive contact with the nail in combination with a mechanical overloading is most probably the reason for the visible damages on the thread. In this regard please reference technique guide 036.001.247. Based on our investigations a product related fault can be excluded. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A review of the device history record. Device history lot sterile: part: 04.005.412s. Lot: 3l55225. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 25.feb.2019. Expiry date: 01.feb.2029. We haven't done manufacturing record review for the sterile part, as the reported issue (device interaction / unable to assemble) is not about sterility. Unsterile: part: 04.005.412. Lot: 3l39677. Manufacturing site: mezzovico. Release to warehouse date: 05.feb.2019. A manufacturing record evaluation was performed for the finished device (unsterile) lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Initial reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for left humerus shaft fracture with multiloc humeral nailing system. During screw insertion to the second distal hole, the screw could not be inserted further when it reached the contralateral bone and the screwdriver slipped. The surgeon tried to insert screws into another hole, but the screws could not be inserted. The surgery was delayed by forty-five (45) minutes. No further information is available. Concomitant device reported: screw (part unknown, lot unknown, quantity 1). This report is for a locking screw. This is report 2 of 3 for (B)(4).